Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced mild "left side pelvic pain". No intervention has been performed and the event is considered to be continuing. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient experienced discomfort. As of (B)(6) 2016, the event was still considered continuing. There were no further patient complications reported in relation to this event.